Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. Penumbra was unable to obtain enough device information to identify the catalog number. The only device identifiers known are: d1(brand name), d2a (common device name), and d2b (product code). Without the catalog number for this device, unique device identifier (UDI) cannot be determined.

Event description:
During its post-market surveillance activities on 22-jul-2025, penumbra inc. Became aware of a journal article titled, "unraveled: coil migration after embolization of gastric varices" (patel et al. 2025). The event date was not provided; however, the article was published on 27-jun-2025 and documents a single case of coil migration three years after embolization of the gastric varices using two ruby coils and three pod packing coils (packing coils). It was reported that the patient presented with abdominal pain and nausea. An abdominal x-ray and follow-up computed tomography (CT) of the abdomen and pelvis revealed a wire-like metallic density within the stomach and duodenum. An esophagogastroduodenoscopy was performed, which identified a coil from the prior coil embolization procedure. It was reported that while the coil was still present in the gastroesophageal varix type 2 (gov2), the coil had partially migrated to the third portion of the duodenum. Since the patient was not at a potential risk of bleeding, the coil was left in place, and the patient was advised to return if he developed any symptoms related to the migrated coil.